Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 3, 2016. (B)(4). The sample was not returned for evaluation and the lot number was not provided; therefore a retention sample could not be tested and the device history records could not be reviewed. A complete investigation could not be performed. All product undergoes 100% continuity testing by the supplier prior to shipping. A definitive root cause could not be determined; therefore, this complaint is not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced evaluation conclusion code. (B)(4). No known impact or consequence to patient (not labeled). (B)(4). Failure to cut (labeled). (B)(4). Conclusion not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that during vein harvesting procedure, the mechanism on the vsp550 would not work. The product was changed out, causing a five minute delay in procedure. No known impact or consequence to patient. Product was changed out. Surgery was completed successfully.